Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the inductive was out of neutral when tested. Tie rod end out of adjustment and lock nut/jam nut loose, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
Head rim control is not stopping when it should the chair keeps driving.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Head rim control is not stopping when it should the chair keeps driving.